Event description:
Subgaled hematoma due to vacuum extractor at birth vacuum extractor used due to fetal tachycardia & maternal fever accrued time of use = 10 min due to multiple "pops offs" secondary to hair and poor seal.